Manufacturer narrative:
Additional information: d.6b, h.6. Correction information: section d.4, e.2 & e.3. Advanced bionics considers the investigation into this reportable event as closed. The recipient reports a persistent ringing in the ear; however, the surgeon does not believe this is to be device related. The surgeon reports there is no current infection and no additional medical intervention occurred. The recipient will reportedly not pursue revision surgery at this time. The recipient continues with the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and decreased performance. The recipient reportedly experienced a peanut size "bubble" near the implant site in (B)(6) 2025. The bubble reportedly ruptured, draining blood and yellow fluid. The recipient was prescribed antibiotics (type unknown). Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.